Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope at home. The patient was admitted and high undefined impedance in both configurations, pacing failure, oversensing, noise and lead fracture were noted on the right ventricular (rv) lead. It appeared the lead was bent. The lead was programmed off and the patient was intubated and received pharmacological intervention. The lead was then capped and replaced. No further patient complications have been reported as a result of this event.